Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with enterocele, pelvic discomfort, vaginal vault prolapse, multiple extensive pelvic adhesions and bladder injury. The patient underwent a lysis of multiple pelvic adhesions, abdominal sacrocolpopexy with implant of a davol flat meshand repair of an incidental bladder injury. During the procedure it was noted that the patient had blood in her catheter and cystoscopy was performed noting a tear in the patient bladder dome, which was repaired. On (B)(6) 2009 - the patient was diagnosed with pelvic pain, rectocele, weakening of rectovaginal tissue and a vaginal enterocele. The patient underwent a posterior colporrhaphy, vaginal colpopexy, implant of a non-bard davol mesh for repair of pelvic floor defect. No mention or visualization of the davol flat mesh during this procedure.